Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately twelve (12) years post-operatively to address ongoing pain, swelling and instability. All components were removed and competitor devices placed. Initial operative notes noted no intraoperative complications. Revision operative notes noted the patient was being revised due to instability. The patient's leg was noted to be loose in extension and flexion. All components and bone cement were excised with minimal bone loss, with some bone loss in the lateral facet of the patella. Stability was achieved and no intraoperative complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - suggested code is mechanical (g04) femur. The complaint sample was returned and visual evaluation identified signs of being implanted with scratches, nicks and wear. A foreign material was seen on the distal surface of the femoral component and tibial plate, the tibial insert was discolored and there were two posts missing from the patella implant. It is unknown if the patellar posts fractured during explantation. Medical records received confirmed the patient's revision reported. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nkii durasul tibial insert with baseplate, catalog #: 627601711, lot #: 61127644. Nkii cemented tibial baseplate, catalog #: 642001210, lot #: 61581026. Nkii durasul poly patella, catalog #: 630107101, lot #: 61753037. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Reported event was confirmed by review of operative notes received. Device history record (DHR) was reviewed and no deviations were identified. The office visit notes from (B)(6) 2011 state that the patient was having right knee pain and found incision benign and tender. The operative notes from (B)(6) 2011 for superficial wound infection of right tka and swelling and limping. Incision and drainage were performed on the wound infection. The office visits notes from (B)(6) 2011 states that the patient was having right knee pain and swelling and x-ray review states that the components were alignment appropriate, no lucency. The office visits from (B)(6) 2016 says that the patient was having pain, instability and swelling. Also, x-ray reviewed states that the components were aligned appropriately with no lucency, no subsidence, no loosening and no fracture. Per package insert for natural-knee ii system rev w, the pain, swelling and instability are known adverse effect of this total knee procedure; however, a definitive root cause cannot be determined. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-01300, 0001822565-2019-00956, 0001822565-2019-00957. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient has been experiencing pain, instability and occasional swelling for the past one and a half years.